Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test (B)(4). Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 225 mg/dl and the sensor glucose was 70 mg/dl at the time of the incident. Insulin delivery was suspended due to sensor glucose values. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor was returned for analysis.